Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm it was reported approximately 1 year post the index procedure follow up CT identified the lcia has dilated beyond 24mm resulting in loss of seal and a type ib endoleak. Intervention was completed. The physician performed coil embolization of liia and placed an extension (16/10/156) into the proximal leia and the endoleak was confirmed as resolved. Per the physician the cause of the event was due to a change in the patient's anatomy. No additional clinical sequelae were reported and the patient is fine.